Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. As received, the generator did not power up after the power switch was toggled. The generator was power cycled but would not startup. The fuses on the power supply were tested and no anomaly was observed. The power supply was removed and visual inspection revealed that a cable was unplugged from the power switch and another cable had a loose connection. The loose and disconnected cables were properly seated and generator was successfully powered on and the generator timed in and the screen display came up properly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported error message could not be replicated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported delay could not be conclusively determined.

Event description:
Related manufacturer reference: 2184149-2017-00058. During a pulmonary vein isolation procedure clinically significant delays occurred. Following radiofrequency (rf) delivery the generator displayed an error message and could no longer deliver rf. The generator was restarted to resolve the issue and resume the procedure with a delay. Later while creating the model the system froze and it was not possible to continue the procedure. The issue was resolved by restarting the dws and selecting resume procedure. The system continued to perform slowly and furthered the delay. The procedure was completed with no adverse patient consequences.